Event description:
It was reported that during an endoscopic thyroidectomy procedure, the doctor activated the instrument. After the doctor put an artery between the jaws, closed the jaws and activated it, the jaw was not open. The doctor opened the jaw forcibly with excessive power and tried with another tissue, the jaw did not open repeatedly. It looked like the joint of the blade and teflon had some problem and it did not open. He used another device and the case was done well. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was connected to a test handpiece and generator and functional testing was performed. During functional testing, the clamp arm opened and closed properly ¿ there were no issues were noted with the clamp arm. There were no anomalies noted with the functionality of the device.